Event description:
Hospital tested a ward patient for pregnancy and the results were negative. Patient claimed that she got a positive home pregnancy test result. Patient was retested using the same sample and the result was positive. No adverse impact to patient was reported.

Manufacturer narrative:
Customer was provided shipping information to return the remaining cassettes from the lot to the manufacturer.